Manufacturer narrative:
The device was returned for analysis. The failure to cycle was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed the root cause cannot be determined. The subsequent treatment is due to circumstances of the procedure. In this case, it is possible that an interaction with patient anatomy contributed to the difficulties, or the exposed suture was inadvertent handling (glove contact or dropping of device). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H4: device mfg date.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the knot became unraveled and the suture came out of the anatomy when the plunger was pulled back. This occurred with both prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.